Event description:
It was reported that during a hip arthroscopy surgery the tip of the device bent during insertion. A piece of the device broke off inside the patient. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that one of the three devices had one of the prongs inserters broken off and shaft bent. Other one had shaft bent, but not breakage. Last one did not showed damaged. No suture or anchor were received. The cause remains undetermined. However, the most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.